Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 2.2, lab: 8.0. Patient had a lab test (labcor) yesterday inr 8.9. Today, hospital lab inr 8.0, 15min later, inratio inr 2.2, repeat 2.2. Target range is 2-2.5. Patient is not on heparin or lovenox. No bleeding symptom.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 2.2, lab: 8.0. Patient had a lab test (labcor) yesterday inr 8.9. Today, hospital lab inr 8.0, 15min later, inratio inr 2.2, repeat 2.2. Target range is 2-2.5. Patient is not on heparin or lovenox. No bleeding symptom.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.